Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, there were no power interruptions observed in the black box download. The battery compartment was found to be cracked. There was no damage found to the battery cap. The battery cap attached securely o the pump. The pump was exercised for 24 hours with no power issues occurring. The battery cap contacts were within specification. The pump was opened and there was no damage found to the power circuit. (B)(4).